Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Patient had a gamma nail inserted due to fracture hip. One-2 years ago. Patient has complained of pain and dr. Revised the nail to a total hip with restoration modular and psl cup and mdm.

Manufacturer narrative:
The evaluation revealed the lag screw to be the primary product. Nail and locking screw were classified as associated items. As no item was returned function and dimension could not be checked. The device history could not be reviewed because a lot-no was not provided. The event description reported the patient complained pain which may be likely referring to the available x-ray. Further, the position of the lag screw¿s tip was very close to the femur head. The position of the femur neck led to the assumption that the femur neck had rotated. As the available x-ray was undated it could only be assumed that it presented the situation prior to revision resp. The situation after 2 years of implantation. As no previous x-ray was present a medical review was not applicable. Thus, a final conclusion was not possible. A rotated femur neck during and / or after 2 years of implantation suggests an insufficient bone healing which is regarded as patient related. Based on the given information the case is attributed to patient¿s condition; a relationship to the implants appeared to be excluded. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. The file will be closed formally. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause. Based on the given information a deficiency of the nail could not be verified

Event description:
Patient had a gamma nail inserted due to fracture hip. Approx 1-2 years ago. Patient has complained of pain and dr. Revised the nail to a total hip with restoration modular and psl cup and mdm.